Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The exact cause of the reported event could not be conclusively determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), on inserting the evis exera iii duodenovideoscope into the mouth of the patient, the single use distal cover broke off and ended up in the mouth of the patient. Broken pieces of the single use distal cover were found in the mouth of the patient. No additional treatment was required. No patient harm reported. The intended procedure was completed. The reporter stated the nurse who applied the single use distal cover most likely did so incorrectly resulting in a split down the perforated line. The facility discarded the single use distal cover. This complaint is related to patient identifier (B)(6) (evis exera iii duodenovideoscope, tjf-q190v).

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Other investigation results according to the information provided, it is highly possible that the distal cover was damaged due to incorrect installation. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover was damaged due to incorrect installation. Additionally, if the cover pushed diagonally when attaching it to the scope, the cover may be damaged and the cover may easily come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.